Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. A cluster assessment found 1 similar/related complaints for the reported lot. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by email that during removal a tampon came apart and pieces remained inside. There have been three attempts (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018) to contact the consumer for more information, but we have not been successful. No further information is available at this time.